Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed. The device failed to release. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared per the instructions for use (IFU). The exoseal vcd and unknown vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to solid black. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at that time. After removal from the patient, the plug did not detach from the exoseal vcd. The device was not attempted to be deployed outside the patient¿s body. The exoseal vcd was used in an interventional procedure. The procedure was performed using a retrograde approach. One exoseal device was used on the patient. There were no obvious signs of device or package damage before use. An unknown catheter sheath introducer was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no access vessel tortuosity. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to the procedure. Before using the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The physician was certified in the use of the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.